Manufacturer narrative:
(B)(4). Section d4: the healthcare facility reported that complete device identification information was not available. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with the rt330 optiflow tubing kit was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack along the base of the chamber dome. Further analysis identified that the crack may have been due to an external mechanical load during use. Conclusion: the reported leak was found to be due to a crack that was observed on the chamber dome. The root cause of the crack was not confirmed. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt330 optiflow tubing kit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit was found leaking water during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4) section d4: the healthcare facility reported that complete device identification information was not available. The subject mr290v vented autofeed humidification chamber provided with the rt330 optiflow tubing kit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit was found leaking water during use. There was no patient harm reported.